Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information was requested and the following was obtained: it was reported that the device activated automatically though the hand switch was not pressed. Was a foot pedal attached, that was stepped on to activate the device? --- no information. Was the cord pressing on the activation buttons, causing the device to ¿activate automatically¿? --- no information.

Event description:
It was reported that during a laparoscopic assisted distal gastrectomy, the device was activated automatically though the hand switch was not pressed; and the device was not activated though the hand switch was pressed. The blade tip was not broken off and no pieces fell into the patient. Another third device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The device was returned with no apparent damage. The device was connected to a test hand piece and a gen11, during functional testing it was noted that the max hand control button was nonfunctional. However, the device did activate when tested with the foot switch. The instrument was disassembled to inspect the internal components and the dome of the max hand control button were found collapsed. This resulted in the max hand control button to be nonfunctional. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused this issue. It is possible that due to the condition of the dome an alert screen could have displayed. However, this was not seen during analysis. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.